Event description:
((B)(4)) premature detachment. During the procedure, an unspecified guiding catheter (roadmaster/goodman, 7fr) was delivered in internal carotid artery. Then, the physician was placing an orbit galaxy (640cf0412/15775640) as framing coil in an unspecified microcatheter (excelsior sl10, type unknown) which was delivered through a guiding catheter. During that time, as he encountered difficulties placing the coil into the target aneurysm, he was pulling and pushing the coil several times. And then, when he gently pulled the coil back, he experienced an unraveled feeling. Shortly after, he noticed that the coil unintentionally detached into the vessel although no detachment was attempted at that time. The proximal portion of the coil (approx.5cm) was left in the microcatheter and rest of the coil in the aneurysm. Thus, he decided to withdraw both the orbit galaxy and the microcatheter as a unit from the patient. However, the entire embolic coil fell off the microcatheter and the proximal portion of the coil protruded into the m1 segment of middle cerebral artery. Therefore, the entire embolic coil was retrieved from the patient successfully by using gooseneck snare which delivered through the transit 2. After withdrawal, when he checked the embolic coil of the orbit galaxy outside the patient, the coil did not unravel. The procedure was continued using unspecified competitor¿s product (target/stryker, size unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported.

Manufacturer narrative:
After the complaint product, six coils (target/stryker, size all unknown) were successfully placed into the target aneurysm with no further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization of anterior communicating artery aneurysm that was not calcified and heavily tortuous. Access was obtained from femoral artery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15775640 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - guiding catheter (roadmaster/goodman, 7fr) details unknown; - microcatheter (excelsior sl10, type unknown); - gooseneck snare (details unknown); - transit 2 (details unknown); - 7 competitor¿s coil (target/stryker, size/details unknown).

Manufacturer narrative:
During an anterior communicating artery (acom) aneurysm coiling procedure when placing an orbit galaxy (640cf0412/15775640) as framing coil via an excelsior sl10 microcatheter difficulty was encountered placing the coil into the target aneurysm and the coil was pulled and pushed several times. Then when gently pulling the coil back, an unraveled feeling was experienced. Shortly after that it was noted that the coil unintentionally detached into the vessel although no detachment was attempted at the time. The proximal portion of the coil (approx.5cm) was left in the microcatheter and rest of the coil in the aneurysm. The decision was made to withdraw both the orbit galaxy and the microcatheter as a unit from the patient. However, the entire embolic coil fell off the microcatheter and the proximal portion of the coil protruded into the m1 segment of middle cerebral artery. Therefore, the entire embolic coil was retrieved from the patient successfully by using gooseneck snare which delivered through the transit 2. After withdrawal, when checking the embolic coil of the orbit galaxy outside the patient, the coil did not unravel. The procedure was continued using six coils (target/stryker, size unknown. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The target site was without calcification with heavy tortuosity. Access was via the femoral artery. Prior to the event a roadmaster/goodman, 7fr guide catheter was delivered in the internal carotid artery (ica). The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no other damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. No additional information is available. A non-sterile coil of an orbit galaxy tight distal loop complex fill coil 4 x 12 was received coiled inside of a plastic bag. The rest of the device was not returned for evaluation. The embolic coil was inspected under microscope and it was found stretched with residues of saline solution and dry blood observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported premature detachment with subsequent events could not be evaluated with the return of just the coil. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. It is possible that the stretching of the coil occurred during the repositioning followed by detachment due to fixation of the coil during manipulation; however, a definitive conclusion cannot be made. With review of the analysis and device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time.